Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported an intraocular lens (iol) that was exchanged due to anisometropia causing headaches, "feeling eye pulling", and disorientation. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a cartridge, unspecified handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgery coordinator stating the patient did not experience "disorientation".